Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 53 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer used juice to treat. The customer experienced symptoms such as impaired vision and a stomach ache. The customer was wearing the insulin pump during the incident. The customer's reservoir emptied in 1 day instead of the usual 2, hence the customer believes the pump over delivered. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart, error test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. The insulin pump passed delivery accuracy test at 0.08740 inches. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No over bolus delivery anomaly noted.